Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos (real time operating system) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the rtos board rebooted without gpos. Inhouse engineer informed that the system would fail to produce live image as a result of report issue. There is no report of death or serious injury.